Event description:
It was reported that during an unknown procedure, the clip would not close around the vessel. The clip fell off. The device was removed. Once removed, it was noticed that the tip of the device was malformed. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Feed link, advancer. The analysis results for the device confirmed that it was returned with the tip of the advancer broken. It could not be determined what may have caused this condition. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was noted broken. Possible causes for the damage found of the feed link may be trying to load the clip while the jaws are constrained by the trocar, bending of the device shaft, reprocessing which could cause brittleness of the feed link, firing through the device lockout, or dried fluids in the shaft/jaws of the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Please note that these findings are not related with the incident reported. No incident related to the reported event was observed during the batch record review.